Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal outer screen did not unfold during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected event site country from "(B)(6)" to "(B)(6)". Corrected date of event from "(B)(6) 201" to "(B)(6) 2018". (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside of the loading device. The seal and tension spring assembly remained inside the loading device window. Specks of blood were observed on the back of loading device. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal was removed from the loading device for inspection. There were no signs of cracks/delamination. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal outer screen did not unfold during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.